Event description:
It was reported that the physician was attempting to use a euphora rx balloon to pre-dilate a non-calcified and moderately tortuous mid lad lesion. No damage noted to device packaging and no issues removing the device from hoop / tray. The device was inspected with no issues and negative prep was performed successfully. It was reported that upon first inflation the balloon gradually lost pressure, wouldn't hold pressure only to 6atms. The balloon did not pass through a previously implanted stent. No resistance was encountered during delivery / advancement and no excessive force used. No patient injury reported. The physician completed the procedure using other devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.